Event description:
It was reported that the customer had to be treated by the paramedics for hlypoglycemia. Prior to the event, the customer stated that the reservoir had fallen out of the pump. In addition, the customer disconnected from the pump to reprime. The customer is currently on menstral cycle and stated that on certain days during menstruation, they tend to have lbgs. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. It was conveyed that the pump is operating as designed. The customer was advised to contact md to discuss possible causes of lbgs.